Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through two (2) large volume infusors. The fluid flow issue was described as, ¿was no medicine liquid dripping out at all after the pharmacist filled the product¿. This occurred after devices were filled with unspecified medicine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between june 19, 2024 ¿ june 20, 2024. H11: two (2) devices were received for evaluation containing fluid in the bladder (147ml in one and 152ml in the other device). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of fluid flowing out at the distal luer was observed in both devices. A functional flow rate test was performed, and the devices were found to be within the product specification range. The reported condition was not verified in either device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.